Event description:
It was reported that on the day of implant, during two separate impedance tests the device showed an oversense in both the atrial and ventricular chambers. It was noted that the atrial port was plugged. The impedance checks were done again and the isolated oversense was recreated. The oversensing did not occur at any other time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.